Event description:
It was reported that the insulin pump melted and burnt the customer. The customer stated that the batteries overheated in the insulin pump. The customer stated that they used energizer batteries but were not sure if it was alkaline or not. The customer was advised that the only time the company heard of an insulin pump melting is when lithium batteries were used. The customer's blood glucose was 67 mg/dl. Nothing further was reported.

Manufacturer narrative:
The insulin pump was received with melted battery cap. No battery/battery cap heating up was noted during testing.